Manufacturer narrative:
(B)(4).

Event description:
It was reported that diagnostic imaging during routine generator replacement revealed the rv lead was externalized. Electrical measurements of the lead were tested and observed with no anomalies detected. Physician elected to leave the lead implanted and monitor the patient remotely. Patient's condition was noted to be good.